Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.2 was not detected on bus. A field service engineer (fse) found no failures on the device. The customer informed the fse that the issue was resolved. The fse ran a functionality test in the hardware test application. No issues were found during testing. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 4.2 had failed to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, but the user managed to retrieve the medication from another device, resulting a delay. However, there were no adverse events or injuries reported based on this event.